Manufacturer narrative:
Stryker evaluated the customer's device and verified the reported issue. Stryker replaced the therapy cable connector to resolve the issue. After observing proper device operation through functional and performance testing, the device was returned to the customer for use.

Event description:
The customer contacted stryker to reported that their device had a damaged therapy cable receptacle. In this state, defibrillation therapy may be delayed or prevented from being delivered to the patient if needed. There was no patient use associated with this event.